Manufacturer narrative:
No blood loss nor medical intervention was reported. The suspect compact flash was replaced, the software reloaded, the prime and pt simulation verified. The machine was tested and released.